Event description:
It was reported that an infection occurred at the pump pocket site and the pump was removed (B)(6) 2014. It was stated that the patient never experienced withdrawal, as the patient was managed medically ¿in-house.¿ the patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was admitted for a pump site infection on (B)(6) 2014. Perioperative antibiotics were administered (intravenous) and the entire system was explanted. The patient experienced redness and swelling as symptoms of infection. A culture was obtained and the organism found was ((B)(6)). The infection was stated to have resolved. The last refill prior to explant was (B)(6) 2014. It was noted that the patient had the risk factors of a debilitated status, urinary tract infections, and decubitus ulcers prior to device implant. It was also noted that the patient was receiving dilaudid and therapy was ongoing since re-implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).